Event description:
It was reported by the customer that when they attempted to fill the syringe with medication, there appeared to be some black-like plastic or particle in the syringe. No information was received regarding any serious injury as a result of this product issue.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.